Event description:
A balloon ruptured at its rated burst pressure during a percutaneous transluminal angioplasty procedure. Resistance was encountered during removal. The balloon and sheath were removed as a unit. Another balloon catheter was used to successfully complete the procedure without pt complications. No further details are available regarding the circumstances surrounding this event. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was inflated and ruptured at its rated burst pressure which may have contributed to this event. However, without evaluating the device or without further info, co is unable to determine the exact cause of this event. Co's directions for use state:"if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer shealth or vessel."

Manufacturer narrative:
It was initially reported a balloon ruptured during a percutaneous transluminal angioplasty procedure. Further follow up indicated the balloon ruptured during an iliac angioplasty procedure of a calcified lesion. It was indicated this device was used in a calcified lesion and ruptured at its rated pressure. Co believes the above factors contributed to this evnet and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts." F11 - date MFR initially forwarded report to FDA.